Event description:
The customer states that a child admitted through the ER generated an initial cell-dyn ruby hemoglobin result of 60 g/l. The sample was retested on a second cell-dyn ruby analyzer in the lab and generated the same result, which was reported from the lab. The lab personnel questioned the result when processing other samples from this child and noticed that the plasma/cell ratio did not look like one for 60 g/l. They notified the ER physician, who had another sample drawn. This second sample was then tested on the second cell-dyn ruby analyzer and generated a hemoglobin result of 120 g/l (the customer mentioned that other parameters were also higher, but gave no specifics). The customer then began observing the initial analyzer while it was testing samples and noticed that fluid was being added to the sample tubes and therefore diluting them before measurements were taken. A service call has been initiated. There was no impact to any patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4): incorrect or inadequate result.

Manufacturer narrative:
An abbott field service representative (fsr) replaced the solenoid valve assembly, which had worn out from normal use. The fsr inspected valves 3, 4, 5, and 12, which passed. The solenoid driver module (sdm) pcb assembly and the y-valve tubing assembly (closed mode) were also replaced. The fsr verified instrument operation per specifications. No further investigation was required. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn ruby system operator's manual, list number 08h56-03, revision d contains information to address the customer's current issue. Based on the investigation and event details, no product deficiency was identified with the cell-dyn ruby instrument.

Manufacturer narrative:
On the initial medwatch 3500a report, MFR received date was unintentionally left blank. The date entered should have been (B)(4) 2011.